Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low readings on the adc device compared to unspecified readings obtained on the competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer reported feeling tired, dizzy, and nauseated and reported self-treating with insulin (dose/type unspecified) and farxiga. There was no report of death, serious injury, or mistreatment associated with this event. Additionally, the customer received sensor scan results of 69 mg/dl compared to readings of 300 mg/dl respectively obtained on an competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. It is unknown if these readings were taken during the me